Event description:
It was later reported that the patient's pump had been titrated to an effective dose and the symptoms had improved. Reportedly, the patient was doing better and planned to relocate to live with family.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported that the patient went into withdrawal following a pump replacement. The patient had presented with the following symptoms: increased spasticity, itchiness, dyskinesia, altered mental status, and less than 50% therapy relief. It was noted that a priming bolus was programmed to re-prime the catheter after aspirating it. Then another bolus of 50mcg was programmed and the patient's symptoms decreased. However, after six hours, the withdrawal symptoms returned. Later, the pump was increased by 20%, but there was minimal patient improvement. It was also noted that the patient had been admitted through the emergency room for further troubleshooting. The drug used in this system was lioresal.